Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were charging their implant last night and got up to about 40% when they went to turn the stimulation back on. Patient said it felt like someone took a car battery with jumper cables and just zapped their back and now the stimulation wouldn't come back on at all. Patient confirmed the controller was still coming on, but they got a message that said settings not available. The patient was redirected to their healthcare provider to further address the issue. Patient called back inquiring about coordinating an appointment with a rep.